Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. One nt1100 neurotherm rf generator was returned for investigation. The nt generator was connected to an external power source and the generator powered on successfully. The temperature issue was able to be reproduced. Based on the provided information and the observed symptoms, the issue was isolated to an abnormal functioning of the rf temperature board. Replacing the rf temperature board resolved the reported issue. Based on the information provided to abbott and the investigation performed, the cause for the reported temperature issue and subsequent procedure cancellation was isolated to an abnormal functioning of the temperature board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the temperature did not rise and thermolysis could not start so the procedure was cancelled. The device had reached 50 degrees and then heating stopped. The device was restarted several times and the procedure was attempted to be restarted with no resolution so the procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.